Event description:
The customer contacted physio-control to report that their device had powered down on its own on multiple occasions, including during patient use. There were no reported adverse effects to the patient(s) as a result of the reported failure and no specific event was provided.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. As a precaution, physio-control replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4) 2013.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly but was unable to duplicate the reported failure. The assembly was put through environmental testing as well and no discrepancies were observed. Physio-control¿s failure analysis downloaded the patient records from the assembly and found a file which verified that the reported power off occurred. The customer was originally unable to provide physio-control with a specific date of the patient event; however, through the electronic patient record, it was determined that the event occurred on (B)(6) 2013. There were no adverse effects to the patient reported as a result of the reported failure. According to the electronic patient record, power was restored after a minimal delay (6 seconds). Through extensive testing, physio was unable to duplicate the reported failure.